Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, a suspected, non-mobile thrombus or septal tissue was noted via transesophageal echocardiography on the was sheath after deployment, when the was sheath was still in the patient's body. When the was sheath was removed, no clot was seen. The patient stayed overnight for observation and was discharged the next day. The patient will continue on blood thinner.